Event description:
Device 2 of 2. Reference MFR report#1627487-2019-00204. Further follow-up indicates the patient had a full system explant.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2019-00204.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00204. It was reported the patient's leads are eroding through their skin. Reportedly, surgical intervention is pending to address the issue.